Event description:
It was reported that the user experienced continuous glucose monitor signal loss for approximately 9.5 hours while using an ilet system with a dexcom g7, and when the signal returned the glucose was 325 mg/dl; the user had also run out of insulin and delayed a supply change for about 14 hours, after which dosing was resumed at a glucose of 325 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed intermittent communication failure associated with the cgm interface, with device components implicated in the electrical and magnetic domain and specifically the antenna, indicating an interoperability problem between connected components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.